Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator not opened. The field service engineer (fse) instructed the pharmacy to turn off the backup battery and power on the es refrigerator, then power off the medstation. After five minutes, the pharmacy was advised to turn everything back on. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.